Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing which resulted in pacing inhibition. Muscle stimulation was also felt by the patient. The rv lead was surgically abandoned and replaced. The cause of the observations was not identified. No additional adverse patient effects were reported.